Event description:
The customer reported that during a surgery on a patient's ovary, the jaws of the device would not reopen while applied to tissue. After some time, the surgeon was able to remove the device from the tissue manually. The procedure was extended more than 30 minutes due to the device problem. There was no unanticipated blood loss or tissue damage, and no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.